Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump emitted a no prime alarm, the patient reportedly re-loaded the cartridge and all of the insulin was dispensed during the load cartridge step. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed several "no cartridge detected" alarm starting after one hour of pump use. On testing, the pump failed to recognize the cartridge during the load step and emitted a "no cartridge detected" alarm. A force sensor calibration test revealed the sensor was calibrated within specifications. The pump was opened for investigation and revealed a component on the printed circuit board was misaligned. No other damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.